Event description:
It was reported that a patient presented to clinic for follow up. The device was unable to be interrogated and there was no magnet response on the pacemaker (pm). The physician suspected premature battery depletion. The physician elected to explant and replace the pm. There were no patient consequences.

Manufacturer narrative:
The reported events of premature battery discharge and inability to interrogate were confirmed. The device was received with no telemetry communication and no output. Visual inspection of the header attachment area detected a bonding anomaly. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and battery was found depleted. Hybrid circuitry was tested by connecting to an external power source, indicating elevated current drain, consistent with moisture damage, depleting the battery prematurely, and resulting in the reported event. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.